Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during high voltage charging. Review of the stored electrograms indicated several episodes of high voltage charges resulting in premature battery depletion.

Event description:
It was reported that the patient presented to the hospital feeling ill. The device was found to be in backup vvi mode. High voltage therapy was disabled. The device was explanted after telemetry and reprogramming was failed. The patient was fine.